Manufacturer narrative:
9/6/96 1235, message and 800# left on answering machine for risk management. 9/17/96 med watch received. 9/9/96 dr. Was performing an appendectomy. He was using a white cartridge with the ez product across the base of the appendix. When firing the instrument it appeared to fire fine, but there was an unusual sound. He was unable to open the instrument. With some difficulty he was able to get some release, however, the jaws did not open satisfactorly to relieve from the tissue. The patient was converted to a mini-laparotomy and the instrument was pried open with a hemostat and then was removed. The instrument is being returned and photos were taken. There is no video. A1,2,3,4:info not provided during intitial contact. Follow up letter sent to facility requesting add'l info. F1:should not have been checked. No medwatch was received from user facility.

Event description:
The device was used during a lung volume reduction with bovine pericardium. The device was fired one time with bovine pericardium and the handle became non-functional. The device would not fire. There was no consequence to the pt. Rpo 8/27/96 rep reports the case was completed with a second elc60 and ez45b.